Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 460 mg/dl. The customer had a really bad headache. The customer was giving herself boluses to treat her blood glucose level. The device was not returned.